Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgical technician reported that a knife was dull and could not cut into the cornea during surgery. An alternate knife was obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested. Additional information was received clarifying that there was no impact to the patient in association with this reported event.

Manufacturer narrative:
One opened knife sample was received by manufacturing inside of a syringe for the report of a dull knife. The syringe has nicks inside from the blade. The sample was visually inspected and was found to be nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due the damaged condition of the returned sample. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances, such as the damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).